Event description:
It was reported that a pta balloon completely detached from the catheter shaft during removal through the introducer sheath. Reportedly, the introducer sheath was removed and it was observed that the pta balloon had remained lodged inside. Another introducer sheath was placed and the procedure was successfully completed using an additional pta balloon dilatation catheter. No pt injury.

Manufacturer narrative:
The device lot # is unk. Therefore a review of the device history records could not be performed. The complaint sample has not been returned for eval to date. The investigation is currently underway.